Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk as a result of oversensing right atrial (ra) signals on the right ventricular (rv) channel. The health care professional (hcp) called technical services (ts) for programming assistance. Technical services (ts) reviewed device data and provided programming optimization recommendations. No adverse patient effects were reported. This ICD remains in service.